Event description:
Info received indicates the brake casters at the foot end of the stretcher do not engage when the brake is set.

Manufacturer narrative:
The tech found the rocker arm was broken which connects the linkage. He used a brake/steer upgrade kit to repair the stretcher.